Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be cracked and unable to be viewed. The lcd screen will need to be replaced.